Event description:
Additional information received indicates the ipg was replaced to address this issue.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life. Patient weight is estimated.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg is inoperable. Surgical intervention may be pending to address this issue.